Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article titled - sneaking hematoma beyond the stent implanted for focal stenosis of the right coronary artery: insight from intravascular ultrasound - was submitted for review. This article was a case study of a patient who underwent an elective coronary angiography (ca) which revealed severe, distal, focal right coronary artery (rca) stenosis. Baseline intravascular ultrasound (ivus) showed a concentric fibro-fatty plaque without calcification and slight negative remodeling. After pre-dilatation with a 3-mm balloon, a 4 x 15 mm medtronic resolute onyx zotarolimus-eluting stent (zes) was placed. The implantation was followed by post dilatation with a 4.5-mm non compliant balloon. Final angiography showed excellent results and ivus confirmed complete stent apposition without edge dissection. Three hours after the procedure, the patient complained of chest pain and their electrocardiogram showed inferior st-segment elevation. Emergent ca revealed occlusive dissection of the proximal rca, and ivus showed extensive hematoma, narrowing the lumen. Two 4 x 38 mm medtronic resolute onyx zes were implanted with minimal overlap from the mid to proximal rca. However, despite successful bailout stenting, ca showed occlusive stenosis distal to the stent implanted at the index procedure, which was not seen previously. Intravascular ultrasound revealed hematoma extending distally beyond the stent. Based on the ivus findings, in order to seal the entire segments with extended hematoma, two more resolute onyx zes were implanted, overlapping either side of the initial stent (proximal zes 4 x 12 mm and distal zes 3 x 38 mm). Final ca showed complete sealing of hematoma. It was noted that the nature of a relatively ectatic vessel and lack of calcification may be associated with hematoma extending even outside the well-apposed stent.

Manufacturer narrative:
Journal article: sneaking hematoma beyond the stent implanted for focal stenosis of the right coronary artery: insight from intravascular ultrasound year: 2020 ref: doi: 10.33963/kp.15389. If information is provided in the future, a supplemental report will be issued.